Event description:
It was reported that the catheter and introducer were inserted via the right internal jugular vein without difficulty. The devices functioned properly during surgery. Post cardiac surgery, it was impossible to pass a swan ganz catheter (7.5fr) through the introducer. During removal of the sheath, the physician twisted it and it separated. The distal portion remained in the pt until it was removed through the groin using a snare. There were no additional pt complications.